Event description:
Nurse administering IV push idarubicin 25.3mg at bedside. Idarubicin came in syringe with bonded texium closed system transfer device. Per protocol, nurse added primary line of normal saline and added texium to distal end of primary tubing and attached to patient's central line. Idarubicin pushed at lower y of primary tubing. About 10 minutes into push with 13.5ml remaining, nurse noticed leakage from texium at syringe. Infusion stopped; nurse noticed a drip on patient's skin. Cleansed with soap and water. Also, when nurse went to disconnect primary tubing from central line, there was a drop of fluid at the distal end of the texium upon disconnection. Leadership and pharmacy notified. Nurse transported chemo and tubing in double chemo bag back to pharmacy to obtain new syringe. Item #(B)(6) note: return to manufacturer has been requested and this is in process. Recurrent issues noted with texium. Leaking for size 50 with lots 24055854, also leaked when shooting into IV bag. Leaking for size 30 texium with lots which even leaked when double femaled to another syringe. Leaking for size 20 texium with lots. Reference report # mw5161913, mw5161914, mw5161915, mw5161916, mw5161917, mw5161919.